Event description:
The customer reported that approximately five years ago, she trailed a 2-piece moldable wafer and developed the same reaction. She did not recall which tape collar it had. She stated that with that reaction, she had a blistered rash with itching that appeared within one day of application, mirroring the product¿s shape on her abdomen that evolved to cellulitis, requiring a five-day hospital stay with IV antibiotics. She did not recall the name of the antibiotics used, as it was five years ago. The event did not result in bleeding or tissue damage but did result in skin irritation. No current medications taken prior to the event were provided. She was unable to provide additional details about this event except to state that she was told by her physician at that time to never use products again. She did not continue using the product after the incident. She was receiving home care services at the time, and it may have been provided by the home care nurse. It was suggested that she follow up with her healthcare provider and possibly a dermatologist for further evaluation. No photos of the reaction were available.

Manufacturer narrative:
D4: the part number / model number, lot number and product reference code or product sizing information for product unfortunately was unknown. The end user only stated that she trailed a 2-piece moldable wafer and developed the same reaction. The end user was unable to provide the exact international commodity code (icc). Therefore, 411801 has been captured as model number. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.